Manufacturer narrative:
As reported, a 5x250mm 150cm saber balloon catheter (bc) ruptured at eighteen to twenty atmospheres (18-20 atm.) During post-dilation of three (3) previously implanted covered stents. The physician went to the atmospheres used due to a linear abnormality. The product was removed from the patient and after inspection, it was noted that the balloon was torn in half. The physician attempted to remove the separated portion of the balloon for three (3) hours but was unsuccessful. The physician then opted to utilize an additional trial covered stent to crush it against the implanted stents. Flow was restored with a thirty percent (30%) residual stenosis due to the balloon piece crushed against the side and there were no other patient consequences. There was no reported patient injury. The target lesion was the tibial vein. The physician was treating it as part of a study, the limflow study/medstar irb. One non-sterile saber 5mm25cm 150 unit was received coiled inside a plastic bag. Per visual analysis, the balloon was observed ruptured and the balloon distal section was not received for analysis. Blood residues were observed on balloon. No other damages were found. Leak test required could not be performed due to received product condition. The unit was sent to sem analysis to find the potential cause of the burst and separation. Sem analysis was performed to the received unit and results showed that the external surface of balloon presented evidence of scratches and abrasions marks near to the balloon separation. It¿s very likely that the same factors that caused these damages on the balloon¿s outer surface could have also contributed to the burst/separation found on the received balloon. The internal surface did not present any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17443981 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst above rbp¿ and "balloon separated in patient¿ were confirmed through analysis of the returned device. The exact cause of the balloon burst and separation found could not be conclusively determined during analysis. Based on the information available for review, lesions characteristics (linear abnormality) and procedural/handling factors (inflated above rated burst pressure) most likely contributed to the rupture and separation reported as evidenced by the scratches and abrasion marks found at the area of separation during analysis. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, a 150 cm. Saber 5 mm. X 25 cm. Balloon catheter (bc) ruptured at eighteen to twenty atmospheres (18-20 atm.) During post-dilation of three (3) previously implanted covered stents. The physician went to the atmospheres used due to a linear abnormality. The product was removed from the patient and after inspection, it was noted that the balloon was torn in half. The physician attempted to remove the separated portion of the balloon for three (3) hours but was unsuccessful. The physician then opted to utilize an additional trial covered stent to crush it against the implanted stents. Flow was restored with a thirty percent (30%) residual stenosis due to the balloon piece crushed against the side and there were no other patient consequences. There was no reported patient injury. The target lesion was the tibial vein. The physician was treating it as part of a study, the (B)(6) study/medstar irb. The product will be returned for inspection. Pictures were received and are attached to the file.